Event description:
It was reported that the customer experienced a low blood glucose (bg) level (34-35 mg/dl). The cause for the reported issue was not known. The customer consumed carbohydrates to treat the bg and continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.